Manufacturer narrative:
H6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had downstream occlusion torn. This event occurred during preventive maintenance. The provided information indicates a hazardous situation with the device, which can cause any interruption of therapy if the event reoccurs.